Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead, 50cm; model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had difficulty charging their ipg. The ipg was repositioned from the left buttock to the right buttock. During the repositioning procedure, the physician damaged the left lead and decided to replace both leads. The patient has recovered from the reported event.

Manufacturer narrative:
Lead sc-2366-50/(B)(4): the complaint of high impedances was confirmed. Visual inspection found lead body was slashed and the cables were cut. The slash is located at 6 cm from the distal end. X-ray inspection confirmed four cables were cut (contacts 3, 4 and 6, 7). The cut cables resulted in the reported high impedances. The reported complaint states the leads could have been damaged during the revision by the manipulation required relocating the lead. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging their ipg. The ipg was repositioned from the left buttock to the right buttock. During the repositioning procedure, the physician damaged the left lead and decided to replace both leads. The patient has recovered from the reported event.